Event description:
Called alleged imprecisions with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: 1st = 1.0, 2nd: 4.2, 3rd: 3.2. Different finger stick was used each time. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio results: (1.0, 4.2, 3.2), mean: 2.8, sd 1.64, %cv: 58.47, results: fail. Reported results produced %cv greater than 20%. Inratio meter results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. No product associated with the complaint is expected for return. Root cause could not be determined. In-house therapeutic donor testing with retain strips was performed with reported lot 275252. Test results as follows: donor: 1 and 2, inratio results: (2.4, 2.2, 2.3), (1.8, 2.0, 1.8), reference: 2.02, 1.90, bias threshold: (1.02 - 3.02), (1.40 - 2.40), %cv: 4.35, 6.19. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on (B)(4) 2012, nineteen (B)(4) discrepant result complaints were reported for lot 275252, yielding a complaint rate of 0.049%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. This issue will continue to be tracked and trended. No corrective action required at this time, as no product deficiency was established.